Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced low blood glucose. The customer¿s blood glucose at the time of event was 30 mg/dl. The current blood glucose value of the customer at the time of the call was 71 mg/dl. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose with glucose tablets. The auto mode was activated at the time of event. The customer had been using insulin pump within 48 hours of event. No further patient complications were reported. Troubleshooting was performed. The customer was in the hospital due to a non-low blood glucose or non-high blood glucose issue - something else. The customer was suggested to call health care professional (hcp) to discuss possible causes of low blood glucose. The customer will continue the use of the device. The product will not be returned for analysis.